Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was over 730 mg/dl. Troubleshooting was performed and the high pressure test failed. Ran a fixed prime test and passed. The programming was correct and the alarm history showed an alarm. No further information was provided.